Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that, after changing the battery, the display was blank. It was noted that audio tones and vibrations were functional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:.the black box and the alarm history shows multiple consecutive alarms occurring on the reported failure date on (B)(6) 2014. The pump booted with audio/vibration and fully illuminated display screen, able to load the slave micro processor with a new software code. He pump was opened and evaluated, no visible defect was found to the printed circuit board. Unable to duplicate reported "blank" screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.